Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the chipped device tip could not be determined, however, the issue was likely the result of component failure due to impact stress, handling and or external factors. Additionally, a definitive root cause of the corrosion on the connecting tube could not be determined, however, the issue was like the result of insufficient device cleaning/reprocessing, repetitive use stress/degradation and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician found the distal end to be chipped/fragmented, likely due to stress, and a corroded connecting tube, likely due to insufficient cleaning. There was no patient involvement, and no harm was reported as a result of the event.